Event description:
It was reported that the autopulse resuscitation system displayed a user advisory 41 (patient temperature sensor failure) message while dowloading data from the platform. Additional information was received on (B)(6) 2013, whereby it was confirmed that the user advisory 41 message was actually observed on the lcd display when data was being downloaded. This message was not observed while in use with a patient. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed that the motor and encoder covers were damaged. No other damages were noted. A definitive root cause for the damaged motor and encoder covers could not be determined. The reported issue of the platform displaying a user advisory ua 41 (patient temperature sensor failure) was confirmed during power up. Functional testing was performed with passing results and no other problems were noted. The platform functioned as intended and met functional test requirements. A review of the archive was also performed and user advisory ua41 was noted on the reported event date of (B)(6) 2013. Further inspection of the platform confirmed that a failed temperature sensor led to the observed ua41 message, however a definitive cause for why the sensor failed could not be determined.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.